Event description:
A vigilance report submitted from (B)(6) identified that a pt was implanted with a bi-lateral spherx ii construct at t12-l1 on (B)(6)2008. On (B)(6)2009, approximately 10 months post op, it was identified in radiographic images that the pt had a broken screw at the inferior level of the construct. The report indicates that the pt was revised on (B)(6)2009 with no additional complications noted.

Manufacturer narrative:
The reported malfunction was confirmed through visual examination of the returned partial screw and through review of the pt radiographs taken approximately 10 months post-op. The screw breakage was confirmed to have occurred above the 8th thread on the shaft of the screw, and no obvious defects were noted. The radiographs demonstrated that the pt had not fused. Although the origin of the screw breakage is unk and other contributing factors may yet be identified, it is believed at this time that the pt's failure to achieve fusion at the treated level may have resulted in prolonged stress on the construct, resulting in the failure of the screw. Product labeling indicates that: "these devices can break when subjected to the increased load associated with delayed union or non-union. Internal fixation appliances are load-sharing devices that hold bony structures in alignment while healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and the pt's activity level will dictate the longevity of the implant." The root cause of the event is unk at this time, however, in the event that additional relevant info is obtained, a subsequent report will be filed.